Event description:
Boston scientific received information that three months post implant it was noted that the right ventricular (rv) lead exhibited intermittent capture at high output measurements. The patient was in the hospital for a cardioversion due to atrial fibrillation. Post cardioversion, a similar pattern of loss of capture with high threshold measurements on the right atrial (ra) lead was observed. Exit block is suspected. The patient is not pacemaker dependent. No adverse patient effects were reported. New information was received that a lead revision procedure was performed seven months later due to ra and rv lead dislodgement. The ra lead was successfully repositioned and remains implanted in the patient. However, while attempting to reposition the rv lead, the helix would no longer extend. The rv lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported as a result of the lead revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.